Manufacturer narrative:
An aliquot of the patient sample was sent to an external laboratory for testing by the siemens method. The result was much higher than the roche pth result. A new sample was obtained from the patient and submitted for investigation to test for interference. No interference has been identified. Investigations are ongoing.

Manufacturer narrative:
The sample was submitted for investigation where the customer's pth results were reproduced on a cobas e602 module. The sample was also sent to external laboratory for testing by the siemens method; the result from the siemens method was much higher than the customer's pth result. A general reagent issue can be excluded. Investigations are ongoing. The follow up/corrective action was the sample was requested for investigation. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation (for reagent: no devices were returned). This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction events. Erroneous low results were generated by a cobas 8000 e 602 module. The event involved 1 patient with elecsys pth immunoassay. The provided patient's age was (B)(6). The patient's weight was requested but was not provided. The patient was a female. The patient's race was requested but was not provided. The patient's ethnicity was requested but was not provided.